Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 460 mg/dl for an undisclosed time wearing the pod. On (B)(6) 2025, the patient sought medical attention due to the high bg levels. The patient was in the emergency room for more than 6 hours. The patient was feeling sleepy, dizzy and had nausea. The patient was diagnosed with not getting enough insulin causing their bg levels to rise. The patient was treated with fluids provided by the medical staff. The pod was removed from their abdomen and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone15.4 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.